Event description:
Procedure type: appendectomy. Pt gender: unk. According to the reporter: the tip of the needle detached from the tap. No pt injury was reported. No further details have been provided.

Manufacturer narrative:
Initial report sent: 10/19/2007.